Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the device photos identified brown particles on the shell, creases, a deformation. Due to the impossibility to perform a microscopic analysis during device photographs, it is not possible to determine the most likely failure mode. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a right side late seroma. Device has been explanted.